Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal and mid-section were damaged and lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 06-aug-2021. It was reported that crossing difficulties were encountered. The target lesion was located in a coroary artery. A 2.75 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the device could not cross the lesion due to the presence of calcium despite pre-dilation. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damaged.